Event description:
It was reported that an altitude alarm occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 196 mg/dl. The customer reverted to manual injections for insulin therapy.